Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had revision surgeries in (B)(6) 2019, and "a little procedure" in which they were placed under anesthesia in (B)(6) 2019 (it was not clear if this was related to revision surgeries).the patient also noted having to have the implant turned off as well. No symptoms were reported as a result of the event.